Manufacturer narrative:
The actual sample(s) involved in the complaint event was received for evaluation. Since the actual lot involved is unknown a device history record review could not be performed because a lot number could not be provided by the customer. Potential lots involved in the complaint were review. All the device history record for these lots control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received one unpackaged sample with this customer report. The reporting person states that the lots may be 623822x, 534429x, 527114x, 605313x, or 626326x but the actual lot involved is unknown. A complete investigation was performed. The sample was received with a small amount of clear, dried substance adhered to the inside of the syringe barrel face. Plastic tubing was included in the sample bag. A visual inspection was conducted; the tip of the syringe barrel was broken off of the syringe sample near the base of the barrel face. The broken tip of the syringe sample was observed in the plastic tubing. Based on the directional shearing pattern and plastic fracture observed in the broken syringe barrel, a transverse force was applied to the luer of the syringe barrel. The condition reported for a broken tip can be confirmed. Potential contributing factors to the defect of ¿broken luer tip¿ include, but are not limited to: - not handling syringe after ¿intention for use¿ by pre-filling manufacture. - damaged syringe could have occurred during transport. - application of a transverse force when attaching a connector due to positioning of components. - not correct handling of cross-treading of a connector onto the luer. Periodic inspections of molded barrels are conducted to detect broken molded luer tips. Additional inspections during molded barrel printing and syringe assembly are conducted to monitor process performance and to detect component damage during material transportation. Covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. A lot cannot be released unless it passes visual and physical testing requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the tip of the syringe broke during the medical research of the patient.